Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a latarjet surgery with coracoid boneblock the drills were blunt. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 30-may2025 the device was part of the loan set dls-gbl-in-10145513.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the flutes of the drill were chipped, and abrasion marks were visible around the flutes. Functional testing was not performed due to the damage to the device. The most likely cause of failure was misaligned insertion and/or prying or leveraging the device during use.